Event description:
It was reported that while in the operating room, the intra-aortic balloon ('iab') was prepped and the md inserted the sheath into the patient's right femoral artery. The iab insertion "went very smoothly." The patient was moved to the intensive care unit and 24 hours after the iab was inserted the pump (iap-0500) alarmed with a high baseline/kinked catheter. As a result, the iab was removed and replaced with another iab. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.